Event description:
It was reported by service report that the side rail would not stay on the crib. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail assist cable.